Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10400 lot v1411215 (lot laser marked on the component v1410751) before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint received from this specific device lot. Technical evaluation: the technical evaluation on the returned device is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation are available. As soon as the results of the technical investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Device currently under technical evaluate.

Event description:
The information provided by the local distributor indicates: device code: 50-10400 (long strut tl-hex - 158mm-318mm); lot number: v1410751; quantity: 1; hospital name: (B)(6); surgeon name: dr. (B)(6); date of initial surgery: (B)(6) 2016; body part to which device was applied: tibia; surgery description: lengthening, correction; patient's information: (B)(6), female; previous health condition: blounts; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: strut #4 disengaged and became loose. The frame was reinforced with rapid adjust strut to maintain frame's integrity. The complaint report form also indicates: the device failure did not have any adverse effects on patient (problem occurred after correction was completed); the initial surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are not available; copies of the x-ray images are not available; information on patient current health condition: patient fully corrected, result satisfactory; note and comments: additional visits to the hospital orthopaedic clinic were required to monitor patient's progress; (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 50-10400 lot v1411215 (lot laser marked on the component v1410751) before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of 40 devices. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first complaint received from this specific device lot. Technical evaluation: the distributor returned to orthofix srl, the frame related to this event, assembled as follows: 6 long strut tl-hex - 158mm-318mm code 50-10400, 1 full ring, 160mm, tl-hex code 56-20020, 1 5/8 ring, 180mm, tl-hex code 56-21040, 1 true lok plus long quick adjust strut code 50-10190, 1 tl+ two hole post code 54-11610, 2 tl+ one hole post code 54-11600. Only the long strut tl-hex - 158mm-318mm code 50-10400, the full ring, 160mm, tl-hex code 56-20020, and the 5/8 ring, 180mm, tl-hex code 56-21040, received on august 25, 2016, were examined by orthofix srl quality engineering area, as the posts are not involved in the event notified. The devices were subjected to visual, dimensional and functional check as per orthofix srl design and product specification. The visual check did not evidence any anomalies. The dimensional check on the struts studs (connecting element to the ring) evidenced that all the studs of returned struts were originally conforming to specifications. The dimensional check on the rings evidenced that all the holes were conforming to specifications. It was not possible to check the depth of the threaded holes because the set screws were already assembled. The functional check confirmed that the devices are functioning properly. All the holes were conforming to specifications and it was possible to lock the struts correctly. The results of the technical evaluation confirmed that both the returned rings and struts were originally conforming to specifications. The loosening of the strut might be related to a not proper application of the struts into the ring, maybe the set screws were tightened while the stud of the strut was not properly inserted inside the holes, with a consequent pop-off of the struts. Orthofix srl analysis can conclude that the failure notified could be mainly attributable to application issues. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this case a single strut came loose from a ring during correction for a deformity in a girl of (B)(6) following blount's disease. The correction had been completed and the strut was reinforced by a rapid strut with no loss of position. Treatment continued through the consolidation phase. It seems likely that this failure was due to technical reasons relating to this particular application. The technical analysis shows that the strut concerned in this complaint conformed to specification in every respect. This confirms my original comment that the failure in this case must have been due to technical reasons relating to this particular application." Final comments: the results of the technical evaluation confirmed that both the returned rings and struts were originally conforming to specifications. The loosening of the strut might be related to a not proper application of the struts into the ring, maybe the set screws were tightened while the stud of the strut was not properly inserted inside the holes, with a consequent pop-off of the struts. Orthofix srl analysis can conclude that the failure notified could be mainly attributable to application issues. The medical evaluation evidenced as follow: "the technical analysis shows that the strut concerned in this complaint conformed to specification in every respect. This confirms my original comment that the failure in this case must have been due to technical reasons relating to this particular application." Orthofix srl historical records shows that no other similar notifications have been received in regards to this specific device lot. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: device code: (B)(4) (long strut tl-hex - 158mm-318mm); lot number: v1410751; quantity: 1; hospital name: (B)(6); surgeon name: dr. (B)(6); date of initial surgery: (B)(6) 2016; body part to which device was applied: tibia; surgery description: lengthening, correction; patient's information: (B)(6), female; previous health condition: blount's; date of adverse event: (B)(6) 2016; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: strut #4 disengaged and became loose. The frame was reinforced with rapid adjust strut to maintain frame's integrity. The complaint report form also indicates: the device failure did not have any adverse effects on patient (problem occurred after correction was completed); the initial surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are not available; copies of the x-ray images are not available (only images of frame); information on patient current health condition: patient fully corrected, result satisfactory. Note and comments: additional visits to the hospital orthopaedic clinic were required to monitor patient's progress. (B)(4).